Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor coupling with recharging. The patient only got 2 coupling bars. The device appeared to be flipped based on the x-ray. The leads were coming towards the spine and it was right side up. The poor coupling issue began in 2015, roughly 2 weeks after implant. The flip was confirmed on the day of the report, (B)(6) 2016. The patient was going to get scheduled for surgery to reposition the implantable neurostimulator (ins). It was not scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.